Event description:
A customer contacted beckman coulter inc. (Bci) stating that the baths on the coulter ac t diff 2 analyzer were overflowing. The source of the fluid could not be identified. There was no exposure to open wounds or mucous membranes (eyes, mouth, or nose) and no one sought out medical attention.

Manufacturer narrative:
The customer technical support assisted the customer with troubleshooting (ts). The cts instructed the customer to manually drain the baths and the vacuum isolating chamber. In addition, the waste line was cleared, the waste was emptied, and an instrument prime was performed. Service was not dispatched for this event as the issue was resolved. No reportable leaks were observed after this incident.